Event description:
It was reported when using the bd pyxis medstation es system application was not launching and login failed prevented user from pulling medication to patient. The user was able to get medication from pharmacy. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application was not launching. The field service engineer re-imaged station to resolve. The system functioned as intended after the field service engineer repaired the device.